Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and middle cerebral artery (mca) using a penumbra system jet7 kit and a penumbra system ace 64 kit. It was reported that the patient¿s anatomy was tortuous, and the clot was up to the ica and extending into the mca. During the procedure, a neuron max 6f 088 long sheath (neuron max) was placed just past the ica bifurcation aneurysm. Next, the physician advanced the penumbra system jet 7 reperfusion catheter (jet7) through the neuron max and made one pass. Upon removal, a kink on the jet7 was noticed; therefore, it was not used for the remainder of the procedure. The physician then opened a penumbra system ace 64 reperfusion catheter (ace64). The ace64 was advanced through the same neuron max, and two passes were made. Upon removal after the second pass, a kink on the ace64 was noticed. The physician made the decision to end the procedure at this point and thought the clot was too chronic. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned jet7 was kinked approximately 23.5 cm from the hub. The total length of the device was approximately 132.5 cm. Conclusions: evaluation of the returned ace64 confirmed a kink. If the device is forcefully manipulated during use, damage such as a kink may occur. Manipulation of the device within the reported patient¿s tortuous anatomy may have contributed to the kink. The ace64 was unable to advance through a demonstration neuron max past the kinked location on the ace64 during testing. Evaluation of the returned jet7 confirmed a kink. If the device is forcefully manipulated during use, damage such as a kink may occur. Manipulation of the device within the reported patient¿s tortuous anatomy may have contributed to the kink. The jet7 was unable to advance through a demonstration neuron max past the kinked location of the jet7 during testing. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.